Event description:
Boston scientific received information that the programmer screen was functional, but was too dim to read. The programmer was returned to allow for reliability analysis. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the programmer was thoroughly inspected and analyzed. The display was correctly backlit. The inverter overheated, as shown by melting on the cover. Radio frequency (rf) interrogation was intermittent, as the external antenna was bent. The inverter and antenna were replaced and all incoming tests were successful.